Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and resumed insulin to resolve the issue. Ultimately, the customer reverted to an alternate method insulin therapy.